Manufacturer narrative:
The lot was manufactured between february 3, 2020 - february 4, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the internal valve of a small volume folfusor ruptured during filling. The set was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.